Manufacturer narrative:
Pump passed displacement test. Successfully utilized thump to download history files and trace files. Pump error 53 (linenumber: 1307 filenumber: 303) alerted on 12/27/2025 03:49:42.000 until 12/27/2025 09:41:49.000. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered by a hardware issue due to invalid pointer/corrupted data. Problem isolated to electron assemblies. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked belt clip rails and missing display window/cover. Pump error 53 alarm confirmed in the history files on 27-dec-2025 due to hardware issue, problem isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm, but was unable to rewind the pump. The pump passed the self-test. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.